Event description:
Dealer is stating that the footplate clamps are broken.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.